Event description:
While inserting the unballoon through an endologix 18f introducer catheter, resistance was met. Dr (B)(6) continued to try to advance unballoon with resistance, finally the resistance halted and the unballoon forcefully entered the endograft. The unballoon got caught on the internal fixation of the graft and migrated the entire graft up over the renal arteries. The unballoon was immediately removed and a coda balloon was inserted to successfully pull the graft down. No pt injury happened.

Manufacturer narrative:
We have not received the complaint device for eval and were not able to verify the failure mode. Lot history records review did not reveal any discrepancies related to the complaint event either during the mfg or packaging process. All mfg and qc steps were completed in accordance to mfg instructions. Therefore, the root cause of the incident is inconclusive. Please note that the IFU warns to pay particular attention when using the unballoon device with endografts containing endoskeletons. However, lemaitre vascular inc., has initiated the corrective and preventive action to research this issue in more details (please reference lemaitre CAPA (B)(4) for more details). Please note that no pt injury happened during this incident.